Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) levels (402-600 mg/dl). The cause for the reported elevated bg levels is unknown. Customer changed out the pump supplies and administered manual injections to address elevated bg levels. System check with tandem technical support was performed, and the pump was functioning as intended. Recommendation was made to discuss diabetes management with customer's health care professional. Multiple attempts were made to follow up with the customer on the reported issue. No response from the customer was received.